Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right atrial (ra) lead. The hcp stated that the patient fell earlier in the month, but also had a history of af. Technical services (ts) reviewed the reports and noted that there were potentially noisy signals but were being sensed as atrial fibrillation (af). However, ts noted that it could be true af. Ts stated that the patient fell before the af started. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.